Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) infusor singleday 2ml/hr device had ruptured after filling. According to the report, the device was filled with desferal and water. There is no patient involvement; therefore, no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "ruptured reservoir" was confirmed. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause will be identified/addressed through the CAPA investigation, im-CAPA-(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.